Manufacturer narrative:
The user could not locate the unit for evaluation and any necessary repairs.

Event description:
It was reported that the scale was inaccurate, possibly due to a malfunctioning load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.